Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on all four usms of the psc, an investigation is in progress to determine the cause of this reported event. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. System issues related to error messages/faults can be worked through with troubleshooting measures. The probable root cause of the non-intuitive motion cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was non-intuitive motion on the system. The customer experienced non-intuitive motion on all four universal surgical manipulators (usm) on the patient side cart (psc). The customer removed and reinstalled all instruments and scopes. The procedure was completed with no patient harm. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.